Event description:
It was reported that the patient experienced syncope. The device was explanted and not replaced and the lead was capped and not replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).